Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi71000640r; lot/serial #: unknown. Foreign country: (B)(6). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the paxscan cp2 was replaced, they configured the cp2 to detector panel procedure performed. After the replacement the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that after rebooting the system the generator initialization bar was not finishing. No patient was present at the time of the event.